Event description:
Plaintiff reports initial bilateral implantation 8/8/75. Plaintiff alleges various illnesses including, but not limited to, physical pain, impairment, and suffering. Plaintiff's minor children have also alleged illnesses due to mother's implants.